Manufacturer narrative:
A labeled winding former with a suture piece stuck on the tray were returned for analysis. No needle was returned. During the visual inspection of sample, damage (dent) were noted along of suture piece and the ends suture piece was damaged (cut, crushed) and appears to be by the use of a surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause suggest an improper handling.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a podiatry procedure on (B)(6) 2018 and suture was used. The suture broke at the strand, while suturing, unknown loop, unknown layer of tissue. Additional suture was used to complete the procedure. There were no patient consequences reported.